Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on an unknown date, an infection was noted in and around the incision site. The implanted cardioverter-defibrillator (ICD) and the active right ventricular lead were successfully explanted. Attempts to explant the chronic capped right ventricular lead and chronic atrial lead was unsuccessful; the leads were cut and abandoned. A stitch and a fragment of lead insulation was found in the pocket by the surgeon. The patient was administered antibiotics and fitted with a lifevest. Patient was stable before, during and after the procedure.